Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services on 5/20/2013 states rep checked device today at hospital and found that the device has eroded through pocket site. So far blood cultures are negative but they do have patient on antibiotics. No plan yet to explant device. Working with desai out of baptist st anthony in amarillo, tx. Patient has had no other symptoms except discomfort at site. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).